Event description:
It was reported that, "patient fell was taken to or, MRI done on head, no x-ray taken on hip (had pain) came to see dr in 2008, was dislocated. Revision the following month, found intact ceramic head. Metalosis debris in soft tissue, liner scalloped on rim by trunnion ceramic, fractured/shipped on rim. Trunnion of stem was notched.